Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
The customer called and reported that the buttons on the insulin pump were not working, after the pump fell into a pool. Customer's blood glucose was 285 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.